Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated she has been exercising a lot and she thinks the ins has "freed itself" from the implant pocket area since (B)(6) 2019 (pt stated a week ago friday). The patient stated she can move the ins around and it is now pinching a nerve and causing pain. There were no further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). It was reported that removing the device did not resolve the patient's pain. No diagnostic/troubleshooting was reported. No device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Explant date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient reported the device was surgically removed. No further complications were reported or are anticipated.